Manufacturer narrative:
The product is not available for evaluation. Additional info will be submitted within 30 days from receipt. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Event description:
During the index procedure, the physician noticed that the distal edge of the cypher stent was flared. The target lesion was located in the proximal left circumflex. The lesion was described as de novo, focal, 99% stenosed with heavy calcification. The reference vessel was highly tortuous. The physician was able to deliver a guide wire and pre-dilate the lesion. Additional pre-dilation was performed and the physician was able to deliver the 3.5 x 8mm cypher stent to the target lesion; however, the stent would not cross the lesion. The physician conducted a double wire technique and tried to re-deliver the cypher stent without success. The cypher stent was removed and the distal strut was noted to be flared. A balloon catheter was used to pre-dilate the lesion and a non-cordis stent was successfully implanted. There was no pt injury. The product will not be returned due to the pt's infectious disease state. The stent appeared normal prior to inserting it into the pt. No resistance was experienced while passing the stent deployment system through the guiding catheter. There was resistance experienced while tracking the stent deployment system to the lesion. The stent deployment system was withdrawn with the stent on the balloon. It was it pulled back inside the guide catheter. There was no resistance when the stent deployment system was withdrawn. Excessive force was applied to the device during insertion; however, no excessive force was applied to the device during withdrawal.